Event description:
Additional information was reported. The patient had been experienced nausea for approximately (~) 2 months prior to the ambulance ride (~(B)(6) 2015) and as weeks passed the symptom got worse. They were put on protoxin for this symptom. The medication worked for a while but then a slight discomfort between the shoulder blades occurred, so they started taking tums to ease it up. ((B)(6) 2015) the morning of the day the patient went to the hospital, they had experienced numbness down the left arm and a headache. Not being able to get comfortable that night, the patient then called the ambulance. They thought the device was off because they normally turn it off every night to save batteries but that is why in the ambulance the patient was hooked up to an ECG. The symptoms lead the patient to think they were having a heart attack which is why the ECG was used. They were monitored for approximately 45 min before the nurse notice the patient's bracelet and at that point, the patient was unhooked from the ECG since they could not remember if the deep brain stimulation (dbs) device was off. The husband of the patient brought the monitor (programmer or recharger), their device was checked and found on but after that finding the device was turned off. They hoped the dbs was not hurt. The patient felt okay but since being hooked up to the EKG it takes awhile longer to recharge.

Event description:
A consumer reported that in (B)(6) 2015 the patient went to the hospital by ambulance and an electrocardiogram (ECG) was done and the patient was given nitroglycerin. Continuous heart monitoring was done in the ambulance for about 30 minutes. The patient could not remember if the implantable neurostimulator (ins) was turned off. The paramedics said the ECG came out fine. Since the ECG, the patient had not been feeling right, their symptoms suddenly worsened, and they had sudden onset of back pain and numbness down their left arm. The patient had been dealing with nausea, short term memory loss and issues with writing and copying information from one page to another. When the ins was checked, the patient programmer showed the ins was on and okay. The patient was taking oral medication for dementia. At the patient's last appointment with the health care provider (hcp) they were told the ins was down to (B)(6) percent. The symptoms were not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.